Event description:
It was reported to the service and repair department in synthes (B)(4): a device with a broken tip was found in central sterilization. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this compliant condition. The device was returned and the investigation is ongoing. Placeholder.